Event description:
Per the info provided to co by the physician's office, the device was removed due to a "leak (at the) junction (of the) cylinder/tube." As reported to co, the reservoir was left in place while the rest of the device was removed and replaced with the same model device, produced by the same MFR.